Event description:
It was reported that the customer has passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was acute septic shock. The caller stated that the customer had picked up a parasite last year and it caught up to her. The customer had a liver and heart transplant. The customer's blood glucose at the time of death was unknown, however, the caller stated that the levels were fine and were running within normal range. The customer was not wearing the insulin pump at the time of death; she was off the insulin pump two days prior to passing due to illness. The customer was using sensors but had stopped using them before passing, and was not wearing one at the time of death. There was no battery in the device; the battery was taken out on (B)(6) 2015. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The daily totals of insulin delivered were 25.425 units on 1/28/2015, 30.0 units on 1/29/2015, 29.025 units on 1/30/2015, 27.925 units on 1/31/2015, 19.875 units on 2/1/2015, 7.650 units on 2/2/2015 and 0.0 units on 2/3/2015. The insulin pump had been suspended on 2/2/2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.